Event description:
During an in clinic follow up, episodes of far field r wave oversensing were observed. Technical support was contacted and recommended reprogramming, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.